Event description:
It was reported by the patient they could not catch their breath, were not feeling well and experienced stress when their device reach elective replacement indicator (eri). The patient questioned why the device reached eri sooner than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).